Event description:
It was reported that a signal loss occurred. According to the patient¿s parent, on (B)(6) 2025, while volunteering at a 5k triathlon, the patient started screaming to her mother that she had a black spot in her vision. The patient then stumbled backwards, collapsed, was unresponsive, and started convulsing. Emergency medical services (ems) was called and once they arrived, the patient¿s blood glucose (bg) meter reading was 45 mg/dl while the continuous glucose monitor (cgm) was in a signal loss state. It was not noted how long the cgm device had been in a signal loss state prior to this. The patient was treated with glucose gel and transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 65 mg/dl and the cgm resumed providing values by this time and was reading 68 mg/dl. The patient was given tylenol and a breakfast tray. Bloodwork was also drawn. The patient was discharged from the ER after approximately 40 minutes. The patient was ¿stable¿ at the time of report. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. Confirmation of the allegation and probable cause could not be determined. In addition, the app delivered urgent low and urgent low soon alerts, experienced signal loss under an hour, and a potential inaccuracy prior to signal loss were found in data in connection with the allegation. No additional patient or event information is available.